Manufacturer narrative:
Through follow up with the health care provider, it was learned this device was explanted due to endocarditis. There was no indication the valve was the source of the infection and the type of microorganism remains unknown. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote.

Event description:
Edwards received information through its implant patient registry that a 3000 23mm bioprosthetic aortic valve, implanted approximately four(4) years, four(4) months, one(1) day, was explanted and replaced with a 3000 23mm. Through follow up with the health care provider, the operative notes were received providing information that this device was explanted due to severe aortic insufficiency secondary to endocarditis. The valve procedure was performed. The seat of the prosthesis was judged good for the aortic valve and the annulus confirmed well to the aortic prosthesis. The pathology of the aortic valve revealed endocarditis with root abscess. The procedure was completed and patient was weaned from cpb and decannulated. Patient condition at the conclusion of the procedure was critical but stable; patient was transferred to the intensive care unit. Operative findings: there was a moderate degree of intrapericardiac adhesions. The old svg-om1 was left patent. There was an abscess at the left and right coronary commissure. Extensive debridement of all the old prosthetic valve tissue was performed. The iotee was for the ai and post procedure it showed the new valve to be well seated. Preoperative lvef/ef: 40%. Source and type of infection are unknown. Pathology report will not be provided. Device will not be released by hospital.

Manufacturer narrative:
This device is not available for return and evaluation because it was discarded by pathology. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm pericardial aortic valve, implanted (B)(6), was explanted and replaced with a 23mm model 3000 aortic pericardial valve. The reason for explant remains unknown. Through follow up with the health care provider, it was learned the explanted device has been discarded and is not available for return and evaluation.